Manufacturer narrative:
(B)(4). The device has not been returned. Therefore, an analysis has not been performed. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Event description:
The following article was presented at the first world congress of neural monitoring in thyroid and parathyroid surgery on (B)(6) in (B)(6). The article was titled, "case report of cardiac arrest with intraoperative vagal stimulation" by salem f, almquist m, and their m of (B)(6) hospital in (B)(6). The article discusses two cases where the medtronic 3.0 nim with a default stimulation voltage of 1ma was used. In each case, severe cardiac complications seemed to be the result of vagal nerve stimulation during surgery. In event 1 of 2 (event 2 will be reported on medtronic internal reference number (B)(4)), it was reported that during a parathyroid surgery, after stimulation of the vagal nerve, the patient became increasingly bradycardic, which went to cardiac arrest. Atropine, ephedrine and CPR were given. Sinus rhythm recurred soon after. Postoperatively, telemetry and echocardiography revealed no abnormalities. The discussion section of the article states that intraoperative vagal stimulation might be associated with profound bradycardia or asystole in elderly patients.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.